Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose. She stated that she noticed the night prior that her blood glucose was high and when she leaned over, she noticed that her infusion set was not attached and so she clipped it back on. When she woke up, her blood glucose was 260 mg/dl and she gave herself a bolus and stated that it spiked to 428 mg/dl. So, she changed her infusion set. The customer stated that she noticed that there was a problem with her quick release when she tried to reattach it after she took a shower. She believes that the quick release cap was not closing correctly. She said that she treated her high blood glucose with a bolus from the pump and gave an extra as well. She declined troubleshooting for high blood glucose. The insulin pump will not be returning for analysis. The infusion set will be returning for analysis.